Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The pt advised she had the catheter in place for a week and just changes the bags. The problem occurred during the week but, her memory is vague as to the exact time it occurred. She can confirm it did not occur straight away, it was as the week progressed. Pt advised she uses this product to treat an ongoing issue. A quality evaluation was performed on (B)(4) 2014. No product was available at the time of this evaluation. Only the product lot # 813215r002 and cat # 375116 was available to assist in record review. The assembly work order was retrieved to assist in investigation of the reported lot number. Review of the assembly work order did not reveal no associated defect was detected during the inspection process. Review of incoming test report for this lot did not reveal any sign of such defect detected during the incoming inspection. Review of past one year (2013) complaint history record did not reveal any similar complaints were registered. Actual root cause analysis could not be performed as the complaint sample is not expected to be available for evaluation. No sign of significant abnormalities could be observed from the record review. No additional event details have been provided to date. A return sample for evaluation is not expected. Should pt/event details become available a follow-up report will be submitted.

Event description:
End user reported that the plastic insert at the tope of the tube connector doubles over and blocks the drainage of the urine into the leg bag from the catheter.